Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken was due to the front case. Front case replaced due to broken left and right scre insert. As found software version 9.33.1.2, as left software version 9.33.1.2. Left and right iui replaced due to corroded pins. Battery pack replaced due to cracked screw insert a review of the device history record for sn (B)(6) was performed from date of manufacture 04/17/2014 to the present date 1/12/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the customer reported issue was due to customer damage of the front case. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/17/2014 to the present date 1/12/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.